Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is unable to prime. The customer¿s blood glucose is unknown. Their display screen reads ¿rewind¿ and the esc button was unresponsive. Nothing further reported. The pump will be returned for analysis.